Event description:
Allegedly in (B)(6) 2012, the patient emitted sounds from her body when she moved so the doctor performed blood test. The density of ion in the blood is 150 times better than standard value. Doctor performed revision surgery.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01189, 01190. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was dimensionally inspected and photographic images were made. (B)(4): evidence that product in specification when used.